Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for d4/g2/h6. D4: model no - correction. D4: UDI - correction. G2: report source - correction - remove foreign due to incorrect information. G3: date received by manufacturer - additional information. H2: type of follow up - correction. H6: health effect - impact code - correction. H6: health effect - clinical code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.